Event description:
It was reported that the external pulse generator's case was cracked near the electrode port. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of case damage, the upper and lower cases as well as the two side bail covers were broken. Analysis also found the battery release contaminated and the battery contacts compressed. (B)(4).